Event description:
It was reported that the user experienced a low glucose event to approximately 52 mg/dl and believed they did not receive alerts; the user treated with oral glucose and was unsure of the precipitating cause. Symptoms included hypoglycemia with headache and lethargy. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.